Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. The initial accu tni result was 0.59ng/ml. The result was reported out of the lab. The customer indicated that the patient original sample was retested for accu tni; the result was 0.25ng/ml. The customer then retested the patient original sample a 2nd time; the result was 0.21ng/ml. A corrected report has been issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.